Manufacturer narrative:
This report is submitted on october 13, 2021.

Event description:
Per the clinic, the patient experienced skin issues around the implant. The patient was placed under general anaesthesia on (B)(6) 2021, for skin debridement and abutment change.